Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller pump. The device was evaluated upon receipt. Artic sun isn't cooling. The compressor was kicking in normal but noticed the chiller pump isn't working. Measured the voltage output from the main voltage circuit card. The values were ok. Also checked visual if pump was circulating water. This wasn't the case. Therefore the chiller pump is broken and needs to be replaced. Replaced chiller pump. No further issues noted. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complete initial reporter zip is (B)(6). The complete initial reporter facility name is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the cooler seems defective in an arctic sun device. Per review of wo on 03dec2024, there was no patient involvement. Patient switched to different device. As per ucc notification received via mail on 11dec2024, received confirmation that device was used on a patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the cooler seems defective in an arctic sun device. Per review of wo on 03dec2024, there was no patient involvement. Patient switched to different device.